Event description:
In 2009, the lay user/reporter contacted lifescan on behalf of the lay user/pt alleging the one touch ultra meter read inaccurately high. The medical surveillance specialist was not able to contact the reporter to obtain/clarify info. The reporter said that the pt's blood sugar was tested a day prior to contact at 4:48 pm, and the result was 91 mg/dl. The pt did not take any action regarding mgmt of diabetes based on the reading. The pt said the pt passed out. Emergency medical services reportedly came and tested the pt with a result of 52 mg/dl at 5:30 pm. The pt was given food and/or drink as treatment. It would be helpful to know any food or medication taken around the time of the incident and whether the pt would have done anything differently had the reading been lower. It was determined during the troubleshooting telephone call the pt's testing technique was correct, but the puncture area was cleaned incorrectly. The meter was set to the correct unit of measure. Although details of the incident are unk, this complaint is being reported because the pt allegedly obtained a reading that she thought was inaccurately high and allegedly passed out afterward, requiring treatment from a health care practitioner.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.